Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 24mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error after boot up and had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot. Moisture damage was noted to the liquid crystal display circuit board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.